Manufacturer narrative:
Concomitant medical products: 29a674918i tissue valve, implanted (B)(6) 2003; 310c31 tissue valve, implanted (B)(6) 2003; 4965-35 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead threshold had gradually risen to high. The lead was capped and not replaced. No patient complications have been reported as a result of this event.